Manufacturer narrative:
Pump received with partially broken reservoir tube lip, missing retainer, reservoir tube o-ring missing, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. No crack on the reservoir tube noted during physical inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was cracked at the reservoir compartment. Blood glucose level at the time of the incident was 114 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.